Manufacturer narrative:
Second sight conducted an investigation to try to and ascertain the cause of this implant failure. However, until the device is explanting and a full investigation can be performed, the root cause cannot be ascertained. There are no immediate plans to explant the device. The subject's clinical status remains the stable and standard protocol monitoring at regular clinical follow-up visits. All pertinent info available to second sight med products has been submitted. This report is being submitted late because this event occurred in a subject enrolled in (B)(4) and the event was reported to the FDA on july, 30, 2013 ((B)(4)). On april, 15, 2014, second sight received clarification from the MDR branch (rod perez) that this event should also be reported under 21 cfr part 803. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
It was reported that this subject was implanted with the argus ii device on (B)(6) 2009 as part of a clinical trial of the argus ii. In (B)(6) 2013 (4 years post-implant), it became impossible to establish a link with the implant.